Event description:
Patient reported no adverse event. Subsequently, MRI identified; implant rupture with a small accumulation of fluid and capsular contracture - baker grade I. Device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, visual analysis of the photographs identified: - device patch with lot number 2905940. - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. - seroma-late: unable to observe as it is a medical event that is not related to the device. Refer to (B)(4). :covid-19 quality plan - complaint handling.

Event description:
Patient reported no adverse event. Subsequently, MRI identified; implant rupture with a small accumulation of fluid and capsular contracture - baker grade I. Device has been explanted. This relates to the left side.